Event description:
It was reported that the ventilator failed once the barometer test during pre-use check. The ventilator then started consistently failing the gas supply pressure test in the following pre-use checks despite showing correct gas pressure in the ventilator status screen. After a few minutes while in the standby mode, the ventilator displayed a technical error indicating a battery failure in the control printed circuit board. (B) (4). (B) (4).

Manufacturer narrative:
(B) (4).